Manufacturer narrative:
Manufacture date will be provided in a follow-up report when available. Sorin group (B)(4) manufactures the scp centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the scp centrifugal pump stopped without an alarm during a case. The perfusionist hand-cranked while the pump was changed out. There was no patient injury. A sorin group field service representative was dispatched. Evaluation at the facility found that the scp driver was making a rubbing noise. The service representative replaced the scp driver, control panel and flow sensor. The replaced parts will be returned to sorin group for further evaluation. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group received a report that the scp centrifugal pump stopped without an alarm during a case. The perfusionist hand-cranked while the pump was changed out. There was no patient injury.